Event description:
Insulin drip on pump set for 2cc/hr=2 units per hrs. Entire bag infused within 10 minutes. No change in pt's medical condition. Ns IV at 250 cc/hr and bs were checked q15" then q1/2 hr.